Manufacturer narrative:
Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ per tandem¿s t:slim x2 g6 user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose reached 350 mg/dl. Reportedly, the pump supplies were changed to address the issue. Additionally, customer loaded previously used cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.